Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during an implant procedure, the helix of the lead exhibited rotation issues. The physician elected to not used the lead and a new lead was implanted. The patient had no consequences throughout the procedure.

Event description:
New information received that during the procedure, the helix of the right ventricular (rv) lead failed to extend and retract.